Event description:
Customer reported an issue with the v series monitor that may have affected monitoring. No patient injury was reported.

Manufacturer narrative:
Device was returned to the company for further investigation.